Event description:
Binax now rapid test repeatedly produced negative results several times over a week, in the presence of symptoms. Finally, we went to urgent care, and their rapid test, along with ihealth's in-home rapid test were both positive on wednesday night, 1/3, while binax continued to show negative, including last night, 1/4. Because of the false negatives, patient didn't get proper diagnosis or treatment. Two other tests--one at urgent care and one using another brand of in-home test (ihealth) were positive on the same night. Ref report: mw5150034.